Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.

Event description:
The jetstream g3 was advanced to treat a 20cm lesion in the proximal to distal superficial femoral artery (sfa). Two passes were made in minimum diameter mode and two passes were made in maximum diameter mode. The aspiration line was clear the entire run time of 8 minutes. Checked run off and all 3 vessel run offs looked good. Made a third pass in the minimum diameter mode in the distal sfa and checked run off which showed 3 vessels shut down. Another look showed a dissection occurred. The dissection was treated with a stent and run off was restored. Pt had good outcome.